Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned vascular procedure was continued when the issue happened, and the procedure was delayed. The philips field service engineer (fse) visited onsite and confirmed the x-ray is not available as it is indicating that the door contact is open. As a troubleshooting action, fse inspected the system¿s and found that the jumper wire to override the door contacts option was not connected. To resolve the issue, fse connecting the jumper wire. After connecting the wire, the system returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating x-rays were not available. The device was in clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.